Manufacturer narrative:
No device was returned for evaluation. No additional information has been received about if a revision surgery will be performed. Not returned for evaluation.

Event description:
It was reported that a patient was found to have post-operative radiolucency around one of the 12.5mm silex implants in a construct of two 12.5mm and one 7mm implants. It was reported that the patient was experiencing pain. Several attempts were made to gather additional information about the procedure and the patient status, however no additional information was available.